Event description:
It was reported that 9 days post implant, the right ventricular (rv) lead superior vena cava (svc) and rv coils impedance were high and had resulted in a lead alert. The physician evaluated all information related to rv and svc coil thoroughly including electrograms (egms) involving the high voltage (hv) coils. Egms were "clean and good" along with threshold and r-waves. A fluoroscopy image was taken after the alert which showed well inserted pins. In an attempt to determine if there was an issue with the device set screw or lead connection, the device was manipulated in the pocket which slightly decreased the impedances. It was found that the impedance has decreased to acceptable levels thus the physician has decided to observe the lead. The device and lead remain in use. The patient is enrolled in the panorama study. Patient status was listed as "fine" and patient was discharged the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944, implantable tachy lead, (B)(6) 2013. (B)(4).